Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube. Biological and non-biological and air bubbles in gel. The foreign matter event occurred 1 time. The air bubbles in the gel event occurred 3 times. The defective marking event occurred 13 times. The following information was provided by the initial reporter: the customer stated "the following issues were found in tubes (367968): defective marking x13; dirty tube x1; air bubbles in tube x3. ¿

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer for investigation. The samples were evaluated by visual examination and the indicated failure mode for defective marking, ink smear and gel air bubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-biological and air bubbles in gel. The foreign matter event occurred 1 time. The air bubbles in the gel event occurred 3 times. The defective marking event occurred 13 times. The following information was provided by the initial reporter: the customer stated "the following issues were found in tubes (367968): defective marking x13. Dirty tube x1. Air bubbles in tube x3".